Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient needed to contact a manufacturer representative (rep). The patient said that the stimulator was still not taking care of their leg pain and they needed a new stimulator. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the ins wasn't helping the patient¿s sciatica. The patient reported that ¿it works at first, but then the stimulation shuts off.¿ no further complications are anticipated.